Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for initial implant of a left ventricular lead. During the procedure the connector pin of the lead was observed to be extended and wobbly. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(6).